Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. ((B)(6) 14 march 2019). Investigation conclusion: visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. ((B)(6) 14 march 2019). Root cause description: it is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. ((B)(6) 14 march 2019). Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. ((B)(6) 14 march 2019).

Event description:
It was reported that unspecified bd¿ pen needle broke. No serious injury or medical intervention was reported.